Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, three days post implant procedure, due to unknown factors. The patient was hospitalized, and therapy was programmed off. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, three days post implant procedure, due to unknown factors. The patient was hospitalized, and therapy was programmed off. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the device was reprogrammed back to alternate vector due to low amplitudes in primary vector. Regarding the time since implant the technical services (ts) explain that there was low risk of further inappropriate shock due to air entrapment. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, three days post implant procedure, due to unknown factors. The patient was hospitalized, and therapy was programmed off. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the device was reprogrammed back to alternate vector due to low amplitudes in primary vector. Regarding the time since implant the technical services (ts) explain that there was low risk of further inappropriate shock due to air entrapment. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.